Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in a severely calcified and moderately tortuous unspecified vessel. A 15mm x 4.0mm quantum maverick balloon catheter was selected and advanced to dilate the target lesion but was unable to cross. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with a quantum maverick shelf box, carrier tube (hoop) and an extra device related to this complaint. The batch number on the returned packaging and device matched the reported batch number. There was blood in the hub. There was contrast and blood in the guidewire lumen and balloon. The balloon was loosely folded. The shaft and balloon were microscopically examined and scratches at the proximal end of the balloon and balloon bond were revealed. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and approximately in the middle of the balloon a pinhole in the balloon wall was revealed. There was balloon material lifted around the pinhole. There were scratches in the balloon material located at the proximal and distal end of the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).